Event description:
It was reported that the isolator from a custom tubing pack disconnected completely from the luer lock. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was not returned for analysis. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. The photo submitted cannot confirm if correct solvent application was used or when/where the disconnection occurred. Since the sample complaint was not returned for evaluation, the failure mode cannot be attributed to the manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.